Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (10 mg/ml at 0.77 mg/day) via an implanted pump. It was reported that the patient felt that the pump had moved too much in the pocket. There were no environmental, external, or patient factors that may have led or contributed to the issue. The patient was taken in for a pocket revision. During the procedure, the hcp tightened the pocket, re-anchored the pump, and prophylactically replaced the pump segment of the catheter. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.